Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of occlusion on the reservoir. The customer's blood glucose level was 4.6 mmol/l at the time of the incident. The customer stated that they had issues with insulin delivery. The customer stated that they took the reservoir out and put the plunger back in and insulin could not exit. The customer's blood glucose went up to 33 mmol/l because of insulin flow blocked. The customer brought blood glucose down to 14 mmol/l with correction pen. The product was returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.